Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device has a leak at the upper thermostat. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9. Device available for evaluation: yes d9. Date returned to mfg: 14-feb-2024 h3. & h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. The rear cover of the air detector has some minor damage. The metal locking latch for the air detector door is rusted and not working correctly, the hinge pin for the door is starting to come free as well. There is a crack in the return tube. Someone has worked on the device because the pcb has been replaced (not prepped correctly, long plastic screws not cut down, label on speaker not removed), return tube has been removed and replaced incorrectly over the membrane switch, wider tie wraps around wiring that we do not use, and non-OEM hose clamps on the heaters. Heater #2 looks like it's been patched on the bottom, due to the different color insulation tape, there is also a rip in the insulation tape towards the top of the heater. The membrane switch has become delaminated in a section of the ribbon. The cracked return tube is causing fluid ingression on the pcb causing it to fail. The bottom socket thermistor has been modified, someone unlooped the wires going through the ferrite bead, moved the bead 3-4 inches further away from where it should be located and taped it with electrical tape (we use shrink wrap). The bottom socket thermistor wires had the blue/brown twisted pair wiring for the air detector threaded underneath it and it was tie wrapped to all the wiring that gets connected to the pcb. This will cause the bottom socket thermistor to be pulled on, by simply moving the wires around slightly, changing how it is seated in the bottom socket causing incorrect temperature measurements and leaking. The power wires coming from the fuse holders to the pcb has been routed wrong and is routed up right alongside the heaters. The power wires should be included in the large spiral wrap with all the other wiring coming from the bottom of the device to the pcb, which is located on the opposite side of the metal chassis divider from the heaters. Multiple screws loose inside the air detector. The drain valve has a bit of corrosion and is hard to turn the lever, this is from normal use. The pump bracket is misaligned but secure. Filled device with fluid, installed a temp check e6233 and an f-30 gas/vent test filter, then performed visual/functional tests per (B)(4). A test pcb and return tube were needed to complete investigation due to the customer pcb failing (fluid ingression). The customer's reported issue was confirmed. There was a leak, but it was coming from the return tube, not the top socket thermistor. The root cause was traced to the device design and the crack in the return tube. As a result, the pcb and return tube were replaced, as well as both heaters, and the membrane switch and drain valve on the tower. The mount block assembly, rear cover and door were replaced on the air detector. All incorrectly assembled issues were also corrected. The fan guard and o-rings were replaced for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.